Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they had discomfort and small leakages of urine after turning the stim off. The patient reported they were experiencing back pain that was worse than normal last night. When they woke up, they decided to turn stimulation off because they described the sensation as the therapy being at too high of a setting. During the call, the patient stated they were currently feeling the same back pain as they were this morning when they shut therapy off. They also reported after turning therapy off this morning they were having new urinary issues. Of note, the patient reported having the device implanted for bowel incontinence and confirmed they did not have any bowel issues during the course of this event. They reported they had had a strong urge to urinate, but could only urinate a very small amount. They also experienced a tightening sensation with urination that would feel painful. The agent suggested the patient notify their primary doctor about the new onset of urinary symptoms. It was reviewed with the patient that they could try to turn therapy back to on see if it would affect the urinary symptoms, but to still notify their doctor, regardles s. The agent suggested the patient could also notify their managing healthcare provider (hcp) for the ins. The patient stated they've moved and need to establish care with a new doctor. The agent emailed list of local physicians to patient. They also reviewed the use of resources such as urgent care or ER if their symptoms became intolerable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.